Manufacturer narrative:
Concomitant medical devices: 694758, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had one or two under-sensed beats. It was noted that the patient was very short of breath. The lead remains in use. No further patient complications have been reported as a result of this event.